Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached early elective replacement indicator (eri.) Therefore, the crt-d device was removed and replaced with a new device. It was also reported that the left ventricular (lv) chronic lead had phrenic stimulation. Therefore, the lv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis revealed that the device met normal depletion that meets expected longevity.